Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the pt's right eye on (B)(6) 2012. Lens was removed on (B)(6) 2012 and exchanged for a longer length lens due to low vault. Initial incision was not enlarged to remove lens and no suture was needed.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. (B)(4).